Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The mother of the patient reported that during use, the infusion set stopped delivering insulin. The patient's mother reported that upon the removal of the device, the plastic cannula of the set appeared pinched and the interruption of the insulin delivery may have been due to an occlusion. According to the patient's mother, the patient's blood glucose levels rose to 302 mg/dl due to the interruption in insulin therapy.